Manufacturer narrative:
This failure mode & occurrence rate is in alignment with what was evaluated as part of the risk assessment and the components were designed and manufactured correctly. It was noted on the surgical plan that a thicker than planned cut would be required, and appropriately thicker polys were ordered and available at the time of surgery. Based on the date of surgery and the wear testing done, it is unlikely that a well aligned implant would have worn to the extent of causing laxity so soon. No action is needed at this time unless this becomes a trend at a higher rate of failure than evaluated.

Event description:
This patient underwent a primary total knee on (B)(6) 2021. Patient has developed global instability and needs poly exchange.